Manufacturer narrative:
Internal complaint number: complaint- (B)(4). A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function.

Event description:
During the follow up it was notified that cap procedure was not performed due to his swelling around the pump site. Dr drained the fluid and it was clear. However, dr was able to use his c-arm to look at the pump. It did not look like the catheter was detached by looking at the x-ray. Patient was given an increase and has now called the office back and said his pain was back under control.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
A patient was hospitalized for a fall. A CT scan was performed showing a disconnected catheter from the pump stem. Patient experienced an increase in pain.